Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Reportedly, there was a temperature change to the pump just prior to the occlusion alarms declaring as the customer wears the pump against their skin and the customer uses pump supplies for up to 4 days. The customer's blood glucose (bg) level was 40mg/dl. Carbohydrates and a carbonated beverage were consumed to address bg level. Tandem technical support educated the customer in possible causes of occlusions (kinked cannula, inflammatory response at the site area, or blockage in the tubing) and using pump supplies per labeling.